Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6 product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
This complaint is from a literature source. The following literature article has been reviewed: this complaint is from a literature source. The following literature article has been reviewed: harshwardhan h., bhaskar s.k, shekhawat s.s, sharma k.k. Functional outcome of tibia diaphyseal fracture treated with titanium elastic nailing system in pediatric age group. Issn: 0975-3583, 0976-2833 vol15, issue11, 2024. Objective/methods/study data: the purpose of the study was to assess radiologically and functionally outcome in tibial diaphyseal fracture treated with titanium elastic nail system in paediatric age group. Between june 2022 and december 2023, a total of 30 patients (22 males and 8 females) between age groups of 5 to 17 years with diaphyseal fractures were included in the study. These patients were treated with titanium elastic nails (ten). The follow-up period was done at 4 week, 8 week, 12 week, and 6 months. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: synthes titanium elastic nail adverse event(s) and provided interventions possibly associated with unk - constructs: titanium elastic nail (qty: 14): -2 cases had mild restriction in ankle dorsi flexion and knee flexion. No intervention was indicated -2 cases had superficial infection which was resolved with oral antibiotics administration. -1 case had deep infection and resolved later after removal of implant on complete union. -1 patient had delayed union and nonunion. No intervention was indicated. -1 case of limb lengthening less than <2cm reported. No intervention was indicated. -1 case of limb shortening less than <2cm reported. No intervention was indicated. -1 case of varus angulation reported. No intervention was indicated. -2 cases of valgus angulation reported. No intervention was indicated. -2 cases of anterior angulation reported. No intervention was indicated. -1 cases of rotational malalignment reported. No intervention was indicated. Adverse event(s) and provided interventions possibly associated with unk - elastic nails: titanium (qty: 3): -2 cases had seen with nail site irritation. No intervention was indicated. -1 case of bursa at the tip of the nail reported. No intervention was indicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: a1, a2, a3, a4: there are multiple patients. All know information is provided in the literature article. D4: UDI: as the catalog/model number was not provided, (01) gtin is not available.